Event description:
The viabahn device was advanced from the right femoral artery. Following deployment of the viabahn device inside a stenotic section of the left popliteal artery, the physician attempted to withdraw the catheter. However, he felt resistance. Further pulling of the catheter led to pain for the patient. The patient was taken to the or and the stent graft and distal portion of the catheter could not be removed because the surgeon feared damaging the popliteal artery. The catheter and stent graft were cut and left in the occluded segment of the popliteal artery .a by-pass graft was done around the occlusion. According to the physician present, the viabahn had 'accordioned'on itself, partially turning inside out. The surgically removed portion of the delivery system was retained by the biomedical engineering department of the hospital. The patient was doing well following the procedure.